Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. This is noted due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).